Event description:
In 2003, the patient underwent surgery for herniated disc, degenerative disc disease. Post-op complications were mrsa infections, inflammation, severe back/leg pain, loss of fixation, persistent bladder retention. (B)(6) 2004: the patient underwent spinal fusion surgery with infuse bone graft. (B)(6) 2005: the patient underwent corrective surgery. (B)(6) 2005: the patient presented with failed fusion due to infected back pseudoarthrosis. (B)(6) 2005: the patient presented with bone growth tumors. The patient also underwent revision surgery due to infected pseudoarthrosis at l5-s1. It was clear from pre op studies that stenosis at l5-s1 was at least partially caused by significant scarring. During surgery, the scar was removed between the thecal sac and the bone and further decompression was performed in the foramen and the lateral recess, but it was felt that there was no way to treat the intrinsic scarring that could be causing stenosis. (B)(6) 2008: the patient presented with chronic pain. (B)(6) 2009: the patient was hospitalized due to pain (B)(6) 2010: the patient presented with neuropathy and foot drop. (B)(6) 2012: the patient presented with erectile dysfunction.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.